Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for unknown interstim. It was reported that the patient¿s device stopped working before it was explanted. There were no further complication reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they had a botox injection in their bladder, and that the ¿battery¿ implant did not work. No further patient complications are anticipated or expected as a result of this event.